Event description:
It was reported that during the fill tubing step the pump generated an unable to proceed alert after audible grinding, and the caregiver could only advance to approximately 30 units; the event was consistent with a complete blockage involving the tube, and after a full supply change with new cartridge, connect adaptor, and infusion set, the process completed successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, and the issue presented as a complete blockage associated with the tubing component that resolved with replacement of disposable supplies. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.